Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that during a shoulder arthroscopy before a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece was in-sito, the suction was blocked. The complaint device was received and evaluated in juarez laboratory. No visual damages in the device, saline residues and dent marks were observed on the suction tubing. Also, sings of activation can be observed in the tip. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging; also, it appears in a used condition with tissue in and around the active tip and residue visible in suction tube. Finally, no visible damage to the handle, cable or plug on either device. A DHR review has been performed for lot u2008093; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no initial containment action related to the individual complaint is recommended. The failure mode seen for device 2 has been caused by uv glue within the active suction tube and is consistent with other complaint devices investigated under (B)(4). These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. The CAPA report kt analysis concludes the most likely root cause being an intermittent unnoticed equipment fault on linear line 2 leading to inappropriate presentation of the device to the uv cure station. The vast majority of complaints seen were manufactured on linear line 2. Linear line 2 equipment was decommissioned and superseded utilizing a different transfer mechanism concept and with improved status monitoring. The manufacturer confirmed that this lot was manufacturer on the linear line 2. The main corrective and preventive actions are: add sensors / feedback loop confirm the correct operation, prevent uv glue dispensing if there is no empty station for the cure pallet to move to and add an alarm code for the process delay timer between sensors to limit uv glue ingress. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that the suction on the vapr coolpulse 90 electrode, 90° suction w/integrated handpiece device was clogged before in-situ. There was a surgical delay of three minutes. There were no adverse patient consequences reported. No additional information was provided.